Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test. A service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. Two batteries were also replaced. No goods was returned for further investigation but logs were sent back. The returned logs confirmed the event, from (B)(6) 2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was sent back, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).